Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): battery - high impedance; the elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that the device reached elective replacement indicator (eri) after being implanted for less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.